Manufacturer narrative:
No injury on the patient, the user immediately removed the headstage and replaced it with another headstage and continued the surgery procedure.

Event description:
The headstage returned back 3 mm when it was connected to main unit.